Event description:
A trilogy 100 ventilator was returned to the manufacturer for recertification. There was no allegation of patient harm. The device was not reported to be in patient use. As part of routine preventive maintenance during recertification, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The dc connector was observed to be cracked; therefore, the dc cable was replaced. During evaluation at the manufacturer's service center, the device log files were successfully downloaded and reviewed in full. A ¿ventilator service required¿ error code was identified indicating that the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity. This condition indicates the battery life had declined due to use. The alarm is designed to notify the user that battery life has declined and service is required. An informational ¿ventilator service required¿ error code was also observed, indicating that one or more ¿ventilator service required¿ errors were active in the system. The battery was replaced to address the condition. Following service, the device failed a repair verification test for lead acid power source peak power. The initial failure could not be confirmed. Retesting was required; however, a test station error occurred. Upon subsequent retesting, the device failed flow calibration (flow cal) and sensor calibration (sensor cal) tests. The device required recalibration; however, no additional repairs were completed. Due to the failure to meet recertification requirements, the device was disqualified from recertification and was scrapped. A final report is being submitted. If any additional information is received, a supplemental report will be filed.